Event description:
The recipient had experienced a decreasing of the hearing impression for approximately half a year. The recipient also reported unpleasant pressure sensation over the implant area when wearing the audio processor. Reportedly, the magnet strength seemed to be appropriate without being too strong and there was no visible swelling or skin reaction. The recipient has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is experiencing a decreasing of the hearing impression since approximately half a year. The user also reports unpleasant pressure sensation over the implant area when wearing the audio processor.